Event description:
It was reported that a micro-perforation and pericardial effusion occurred approximately one day post implant of a right ventricular (rv) lead.  A pericardial window drain was used to treat the patient. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.